Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the anti-hcv g2 elecsys assay performed within specifications, and no quality issues with the instrument or assay were identified. Calibration and quality control data were reviewed and confirmed to be within acceptable ranges. The investigation noted that the measuring cell replacement was overdue, and some sample handling parameters, such as clotting time, did not meet the recommended specifications. However, these factors were not conclusively linked to the reported event. The root cause was attributed to a potential rare patient-specific interference, but further investigation was not possible as the original sample was unavailable. The analyzer remained in operation at the customer site.

Event description:
The initial reporter alleged non-reproducible false reactive results with the anti-hcv g2 elecsys cobas e 100 assay on the cobas e411 disk. On (B)(6) 2025, a serum sample tested on the cobas e411 generated a reactive result. On (B)(6) 2025, a sample from the same patient was tested on the abbott alinity system in a different laboratory and produced a non-reactive result. On (B)(6) 2025, a new sample collected on (B)(6) 2025 from the same patient was retested on the cobas e411 and generated a reactive result with a value of 12.96 coi (reactive).